Event description:
The user had one sample for bnp that gave an original result of less than 5 pg per ml. He states the pt had been running high previously, so he put the same sample back on the analyzer for repeat testing which resulted at 4937 pg per ml. He stated, he did not report the first result. This was the only sample showing this issue. Pt not adversely affected.

Manufacturer narrative:
The field service rep was unable to determine the cause. He replaced the sipper and sample syringe seals and pinch tubing. He also checked the voltages for clot detection, and checked the sample and reagent level detection, and the system volume check. He ran a pt sample without issue and also ran controls to verify the analyzer performance.